Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Measurements performed in clinic showed shock impedance of 130-140 ohms with provocation and no noise. The patient was brought into hospital for sync shocks. A 41 joule shock resulted in a code 1005 error. This implantable cardioverter defibrillator (ICD) system will be replaced at a later date. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.